Event description:
A sales representative reported to baxter germany the transfer set detached from the titanium adapter. The transfer set was on the patient since (B)(6) 2011. The standard prophylactic antibiotic dose was given to the patient. No patient injury has been reported.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). This complaint for connection issue is not confirmed and the cause was not identified because evaluation of the returned sample could not duplicate the alleged issue. A review of all batch record documents was performed with no issues noted during the manufacturing process.